Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, water residue and error code were present. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, white residue were found in contamination findings. The device's event log was reviewed by the service center and error code found. Correction to this report, after further investigation of this report, it is determined that with this investigation the report is not reportable at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.